Manufacturer narrative:
Product ID 39286-65, (B)(4), implanted: (B)(6)2011 product type lead product ID 37791, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-03 information was received. It was reported that the patients weight at the time of the event was (B)(6) lbs., and that the implantable neurostimulator stops working at 1/2 charge, requiring it (ins) to be recharged more often. It was also reported that the patient was undergoing surgery on (B)(6)2018 to have the implantable neurostimulator replaced, the replacement of the implantable neurostimulator was confirmed and occurred on (B)(6)2018 from information received via a manufacturer representative and processed prior to processing the information received from the patient. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical product: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins recharger (insr) antenna cord had a short, requiring it to be twisted in a certain way to achieve 6 coupling bars. The patient also stated that the ins required more frequent and longer recharge sessions. The patient reported that their managing healthcare professional (hcp) plans to replace the ins at the end of (b(6). The patient communicated the insr antenna cord issue to a manufacturer representative, and receiving a replacement antenna that was the incorrect model for their insr. A replacement insr antenna was sent. No patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received reporting that the patient has no additional information regarding the implantable neurostimulator, as to its current location, or the root cause of the ins only outputting stimulation until 50% battery depletion. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that there was a short on 8-9 noticed at an implantable neurostimulator swap for normal implantable neurostimulator depletion. There is no issue with the implantable neurostimulator; however, the short was present on one pair (8-9) and they are not using that pair for programming, and there was good therapy. The patient has two 1x4 leads implanted, but the manufacturer representative was unsure which one had the short on it. There were no further complications reported or anticipated.